Event description:
The pt's family member obtained contact lens material through a mail order co by providing info to this co which they did not disclose the name of -regarding a contact lens prescription that was not prescribed for this pt. This co provided the contact lens materials to the pt without verifying the prescriptiion. The pt developed a corneal ulcer which required medical treatment. The pt required 6 visits in 20 days. Although pt retained 20/20 vision eventually, they remained with a corneal scar.